Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that although the pink slide had moved forward and the cannula inserted into the skin, the cannula was not visible after the pod was removed, indicating a needle mechanism failure. The patient¿s blood glucose level reached 460 mg/dl. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The pod was received fully deployed. The cannula was not visible in the bottom housing needle well. After removal of the housing, the soft cannula was observed to be scrunched and shortened. Inspection of the housing found the hole in the bottom housing to be inadequate and smaller than expected preventing the cannula from deploying successfully. The smaller hole size caused the cannula to get scrunched up and not deploy during needle mechanism deployment. The inadequate bottom housing caused the soft cannula to scrunch and shorten. The inadequate bottom housing can be confirmed as the cause of the reported needle mechanism failure.